Event description:
It was reported that the pump had a delivery accuracy issue and failed the volume test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Protocol #is unknown.

Manufacturer narrative:
Additional information received on 25 august 2022 clarified that a pump, with a different serial number than was originally reported, was received and the originally reported serial number was incorrect. H.6: event problem and evaluation code updates were not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number. 2120. G5: correction: premarket 510k number: k111275.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals. The customer stated problem was not duplicated. No device problem was found. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.